Event description:
It was reported that the battery prematurely depleted. A loss of stimulation/therapeutic effect was subsequently reported. It was stated that about one month after the implant of the device, the patient did not feel the paresthesia sensation. An end of service (eos) indicator was shown on the patient programmer. At a follow up, the physician programmer confirmed the eos indication. A replacement surgery was decided to be scheduled. The status of the patient was listed as alive, with injury. The patient had experienced pain as a symptom/complication. Hospitalization and reprogramming were reported as actions not taken yet, but planned. A little less than a month later, it was reported that the replacement surgery had not yet been planned, but that it will probably occur between (B)(6) 2013. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no significant anomalies found. The ins was received with the end of service (eos) bit set. The battery had recovered to 2.95 volts after the eos bit was set. A longevity estimate based on the parameters stated on the returned paperwork indicated 7.79 months to early replacement indicator (eri) and 10.79 months to eos. A longevity estimate based on the upper limit parameters that the ins had when received for analysis indicated 0 months to eri and 2.43 months to eos. The actual impedance observed across the output was not given. The analysis of the ins did not reveal any anomalies that would have caused premature battery depletion. It is suspected that the eos bit got set because the battery voltage got pulled down due to the parameters being used and/or low impedance across the output. Final device analysis of the boot revealed the following: there were no anomalies found. Final device analysis of the plug revealed the following: there were no anomalies found.

Event description:
Additional information indicated that the patient had replacement surgery, no patient outcome was provided.